Event description:
It was reported that a user experienced a temporary disconnection between the dexcom g7 cgm and the ilet, which led to a dosing stoppage timer decrement until the cgm connection resumed spontaneously before troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included customer care review and education, with no device retrieval. Investigation of this case revealed that the cgm signal loss was transient and self-resolved, with no responsible device identified and no persistent malfunction observed. It was concluded, based on similar reports, that the most probable cause was a transient cgm communication disruption.